Manufacturer narrative:
(B)(6) 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventative maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 01/28/2010 and has no repair history at zimmer surgical. Evaluation of the device observed did not operate and there was damage to the head, hose, swivel, width plates and the eccentric shaft. Prior to repair, the device was outside calibration specifications at all thickness settings and was outside calibration specifications at all thickness settings and was outside side to side specifications only at the zero thickness setting. Repair of the device included replacement of the motor, head, hose, swivel, width plates, eccentric shaft and the standard repair parts. Post repair analysis revealed corrosion and discoloration to the swivel and the motor sleeve. There is no info regarding the customer's cleaning or sterilization practices; however improper cleaning or sterilization of the unit most likely allowed moisture to enter the handpiece likely causing the corrosion and discoloration to the swivel and motor sleeve over time, which could have caused the device to stop operating. The device was serviced and returned to the customer.

Event description:
It was reported that the air dermatome kit had little to no air pressure. No additional clinical info was received prior to this report.